Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% target lesion was an area of instent stenosis of a non-bsc stent located in a non-calcified and moderately tortuous mid right coronary artery (rca). An unknown guide wire was advanced and crossed the lesion. The 3.0mm x 8mm nc quantum apex balloon catheter was advanced into the patient. Upon inflation, the balloon ruptured at 18atms. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).